Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The event can be detected/prevented by following the instructions for use which state in 5.3 precleaning the endoscope and accessories - flush the air/water channel with water and air - page 44. Caution - 5.5 manually cleaning the endoscope and accessories - clean the external surfaces of the insertion section - page 55. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of no insufflation. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During onsite inspection of the device, white residue inside the nozzle, the air/water channel and cylinder were found. There was no patient involvement.